Manufacturer narrative:
The root cause of dose recovery difference of toxo igg was determined to be thermal sensitivity caused by the mandatory noise modification on the dxi systems. This reportable event was identified during a retrospective review of complaints for additional reportable events.

Event description:
During an internal study at beckman coulter inc. (Bci) for robustness of toxo igg, there was an unacceptable dose recovery difference between the access 2 and unicel dxl 800 platforms. It was determined that a mandatory modification for the blower fan speed has been performed on the dxi instrument to reduce speed and noise of the fan. There were no reports of erroneous results generated.